Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cougar ls lordotic cage, while on cougar ls inserter, cracked during final placement of cage. Patient consequence? Unknown. Action taken for procedure: doctor made attempt to remove cage, upon seeing that broken piece of the cage was wedge (not moving) in the disc space and was within safe parameters, he made the decision to keep the complete cage implanted. Case proceeded without further incident. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.